Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1933703 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tube of a 5f mynxgrip vascular closure device (vcd) could not advance when placing the device. Hemostasis was achieved by manual compression for 30 minutes. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The type of procedure that the mynx vcd was used in was diagnostic cerebral angiogram. The procedure used a retrograde approached. The deployer¿s mynx training status is in training with the mynx. The sheath introducer used was 5f 11cm terumo pinnacle. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type used was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick was located 1cm above bifurcation. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx was recovered. The device will not be returned for analysis. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the following sections d10,g4, g7, h2, h3 and h6 have been updated accordingly as reported, the white tube of a 5f mynxgrip vascular closure device (vcd) could not advance when placing the device. Hemostasis was achieved by manual compression for 30 minutes. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The type of procedure was the mynx vcd used in was diagnostic cerebral angiogram. The procedure used a retrograde approached. The deployer was in training with the mynx. The sheath introducer used was a non-cordis 5f 11cm sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type used was the arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick was located 1cm above bifurcation. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 30 minutes. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx was recovered. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant sleeve was fully retracted. Sealant was protruding from the side slit of the shuttle cartridge, exposed to saline and appeared to have swelled. The advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was not returned. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1933703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue experienced. However, it is possible that procedural/handling factors may have contributed to an incomplete engagement of the tamp lock and prevent deployment of the sealant since there were no issues during tamp tube engagement in functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.